Event description:
The pt did not feel neurostimulation in their calves. The hcp decided to add a second lead percutaneously. Lead advancement was difficult, 'first for the pt and secondly because of opposition in the epidural space.' Peri-operative testing was promising, but the lead was not positioned high enough. The lead was advanced again. The pt did not feel paresthesia during peri-operative testing. The snap lid connection was checked. Impedances were greater than 10,000 ohms. The hcp removed the lead and tried to replace it with another one. Placement of the second lead was not possible, so it was also explanted. The pt outcome was the same as prior to the operation.

Manufacturer narrative:
(B) (4). The lead has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.